Event description:
A set of disposable biopsy forceps malfunctioned/broke while obtaining tissue specimens from inside the patient's lung. Once able to remove the forceps from within the bronchoscope - it appears that all the mechanical parts are present. When assessing the instrument at the procedure cart it was noted it was not functioning properly and 2 wires would stick out way past the forceps. This set of forceps and all of the rest of the forceps with this lot number (58k) were taken out of service and placed in an isolated bag.